Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own, declining follow up regarding if the issue was eventually resolved.